Event description:
The customer observed falsely elevated calcium results on the architect c16000 processing module. Two examples were provided. Sid (B)(4) 15.6 mg/dl (c16000), 9.63 mg/dl (c8000), sid (B)(4) 16.3 mg/dl (c16000), 9.47 mg/dl (c8000), normal range: 8.4 to 10.2 mg/dl. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier for the second sample is (B)(6).

Manufacturer narrative:
The complaint investigation for falsely elevated calcium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 90112un21 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the calcium assay for lot 90112un21 was identified. Section a: patient identifier for the second sample is (B)(6).

Event description:
The customer observed falsely elevated calcium results on the architect c16000 processing module. Two examples were provided. Sid (B)(6): 15.6 mg/dl (c16000), 9.63 mg/dl (c8000). Sid (B)(6): 16.3 mg/dl (c16000), 9.47 mg/dl (c8000). Normal range: 8.4 to 10.2 mg/dl. No adverse impact to patient management was reported.